Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores that were bleeding. The patient indicated that she was already on prednisone which makes her skin sensitive. The patient reportedly already sees a wound care doctor. Follow up indicated that the doctor did not make any recommendations. The medical outcome is unknown.